Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted, it was noted that air was aspirated from the side port. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The only device inserted into the hemostasis valve was the included dilator. There was no confirmed air contamination into the patient. No additional puncture was performed when the sheath was replaced. The hospital discarded the reported sheath.